Manufacturer narrative:
Investigation summary: no product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the device and complaint information. The probable cause of the crack is due to a material issue on a vendor supplied part. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint.

Event description:
It was reported via medwatch report (B)(4) that a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer was found to have leaked after an intravenous (IV) access was obtained in the newborn. An unspecified medication began to leak. The extension tubing was found to be cracked at the hub of the connection. There was no patient harm reported.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.